Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation circuit breaker was evaluated and reset. The system was tested, found to be working as intended and put back into service.